Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged cognitive issues, memory loss while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cognitive issues, memory loss while using device that are related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed dust-like contamination in the iso port. Slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Dust-like contamination on top of the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Potential mineral deposit spots on the bottom of the blower motor, blower box and inside the blower motor, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box. Tiny pieces of black contamination (inconsistent with degraded sound abatement foam) in the inside of bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for product problem. (In the previous MDR it was checked both adverse events and product problem.) Section b2 was corrected to blank. ( previously, it was marked as other serious or important medical events.) Section h1 was changed from serious injury to malfunction section h6 health effects - impact code was corrected.